Manufacturer narrative:
Corrected data: g.3 was inadvertently left blank, the correct date for g.3 is 5/6/2021.

Event description:
Healthcare professional reported bilateral saline textured implant device removal. The device has been explanted. Healthcare professional reported unspecified side seroma and tenderness.

Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma and tenderness.

Event description:
Healthcare professional reported bilateral saline textured implant device removal. The device has been explanted. Healthcare professional reported unspecified side seroma and tenderness.